Event description:
Case study described a pt diagnosed with a large right frontotemporal extra-axial mass lesion with a typical morphology of a convexity meningioma. The case study further reports that an embolization procedure was conducted in an attempt to treat the meningioma using beadblock 100-300 micron size particles. The patient was reported to be found comatose approximately two hours after the procedure and died one day later of suspected hemorrhage. The discussion and conclusion of the case study was not to identify beadblock as the cause of death, but to note that in this and in other cases, similar treatments with similar devices may result in fatal hemorrhage.